Manufacturer narrative:
On january 16, 2025, mentor received additional information indicating that the correct date of explantation was on (B)(6) 2024. In addition, the devices were discarded and replaced with non-mentor implants. The patient only suffered left breast implant rupture and the right implant was intact upon removal. Lastly, the patient was also diagnosed with bilateral breast ptosis and bilateral breast capsular contractures (baker grade IV on the left and baker grade iii on the right). The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Reason for device explant and/or reoperation: capsular contracture, ptosis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent breast augmentation revision with two 350cc mentor memorygel breast implants. Post-operatively, the patient initially thought that they were having a heart attack, so an x-ray was taken. The x-ray found the implants to have ruptured bilaterally. As a result, the patient underwent bilateral breast implant removal and replacement surgery on(B)(6) 2024. This medwatch form is for the left breast prosthesis.